Event description:
It was reported that a after the stent was implanted in the c2 segment of the ica, angiography was performed a few minutes later and it revealed that the aca was not visible. After administration of medication, a guidewire was advanced distally. Angiography was then performed, and the vessel became visible again. After waiting for 20 minutes, angiography was performed, and the vessel was clearly visible. The procedure was successfully completed. After awakening from the anesthesia, the physician checked the patient¿s condition, but there was no particular abnormality in their condition. The patient is under observation.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not available for return to the manufacturer. Medical imaging was not provided for analysis. The event as described could not be confirmed. The instructions for use identifies stent thrombosis as a potential complication associated with use of the device.